Manufacturer narrative:
This complaint was found on the internet during postmarket surveillance of anonymous customer reviews with limited information provided for an investigation. The certificates of compliance for the gel pads were reviewed by the qms management representative for a period of two years prior to the date of the anonymous customer review date shown on the internet. This review showed the gel pads were supplied to specification.

Event description:
These pads are apparently not latex free. After several uses my back became red and irritated where the pads had been.